Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that the cause of device not working had not been determined yet. Battery was in control with no defect. Patient was instructed to call patient services. Patient weight was reported.

Manufacturer narrative:
UDI number (B)(4) was added if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to turn stim up a tenth because device did not seem to be working as well as it was working before. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Omitted information from pe #(B)(4): unable to power.